Event description:
It was reported that while the surgeon was trying to remove a screw the tip of the screwdriver broke off. The broken piece was suctioned away. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Additional information: product analysis: visual and optical examination reveals approximately ~3mm of the tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, ductile fracture surface and circular material flow, consistent with torsional overload. Actual device was evaluated. Photographic images made during evaluation. Visual examination conducted. Device failure occurred and was related to event.